Event description:
Pt underwent coronary angiography and angioplasty. Returned to cath lab for diagnosis of subtotal occlusion of femoral artery and dissection of right femoral artery, secondary to closure device. Required replacement of external iliac and common femoral artery with 6 inch segment of gore-tex tube graft.